Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing from server to stations. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the imdrf annex b grid.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing from server to stations. A technical support specialist (tss) confirmed that other affected sites have resolved the issue after restarting the external inbound processing service. Attempted to contact the customer via phone but received no answer. Sent an email notification informing the customer that the case will be marked as resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing from server to stations. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.